Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator underwent a normal device changeout procedure in which it was observed during that time that the header of the device was broken. It was noted that the header could bend a little bit. It was also noted that the device was still functioning normally despite this. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be updated upon completion of analysis. Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header was observed to be separated from the device case. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator underwent a normal device changeout procedure in which it was observed during that time that the header of the device was broken. It was noted that the header could bend a little bit. It was also noted that the device was still functioning normally despite this. No adverse patient effects were reported.